Event description:
The customer alleged that the unit was leaking cidex opa from the reservoir. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The fse verified that there was an intermittent problem with the cidex opa reservoir tank adding fluid.